Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 1130 mg/dl and 900 mg/dl. The customer stated that the insulin pump was not working correctly. The customer was treated with insulin drip and manual injection. The customer also stated that they did allege insulin pump was under delivering. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Insulin pump received with normal operating currents. No unexpected battery power loss noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).